Manufacturer narrative:
Correction: please retract the report 2017865-2018-14617. Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information received suggests the explant was elective and based on the patient's request. The device was too shallow. There was no malfunction on the product. The device is still implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a pocket revision. The device function was normal. The patient was stable following the procedure. No further information is available at this time.